Event description:
A hospital in (B) (4) reported to our distributor that an mr850 humidifier did not alarm despite having been connected to a 900mr859 heater wire adaptor that was an open circuit. The mr850 "operated normally like nothing had happened". No patient consequence was reported.

Manufacturer narrative:
Ps34569. The mr850 humidifier has not been returned to fisher & paykel healthcare as this complaint had been reported by the hospital as one concerning an open circuit heater wire adapter. We have since sought clarification from the hospital via our distributor as to whether to mr850 humidifier is operating correctly. We are currently awaiting a response. We will provide a follow-up report as soon as we received additional info.